Event description:
Customer called on (B)(6) 2012 reporting that their unicel dxh 800 coulter cellular analysis system would not go into shutdown and gave an "incomplete shutdown" error. Customer also stated that there was a small amount of bloody leak at the back of the instrument and could not locate the source of the leak. Customer stated that no death or injury was attributed to this event and there was no change to patient treatment. Customer was wearing personal protective equipment at the time of the event and no exposure was reported. Customer indicated that there was also no reported impact to patient results. Field service engineer (fse) was dispatched and found a leak from the t-fitting at waste connector 1 output line on the dxh 800 instrument. Fse adjusted the line connections and placed the drain tube on the countertop to avoid the leaking of fluid from the instrument. Repair was then verified and system validated.

Manufacturer narrative:
Results: fse adjusted the line connections. (B)(4).